Event description:
The peak plasmablade was used for a pacemaker box change. The original pacemaker was a pre-pectoral implant and the operator wanted to put the new pacemaker in a sub-pectoral position. The peak plasmablade was used to help create the pocket for this. At the end of the procedure when the drape was removed, there was a large hematoma present.

Manufacturer narrative:
The peak plasmablade was used for a pacemaker box change. The original pacemaker was a pre-pectoral implant and the operator wanted to put the new pacemaker in a sub-pectoral position. The peak plasmablade was used to help create the pocket for this. At the end of the procedure when the drape was removed, there was a large hematoma present. The pocket was reopened and the operator reported that "there was no clear incision in the muscle and that the muscle was like mush". She reported she couldn't rule out that this wasn't due to other medical reasons. Hematoma was removed and muscle was repaired. Pt left procedure with a pressure bandage. No further pt complication reported. The device was discarded following the procedure. The lot number was not provided by the facility so a review of the lot history record could not be performed.